Event description:
Caller reported a minimum fill notification, which did not have an adverse impact on the customer¿s blood glucose level. The customer was initially unable to resolve the issue by reloading the same cartridge, despite cleaning the pump's pneumatic tap area as advised. Technical support then guided the customer through filling and loading a new cartridge using proper technique, which successfully resolved the problem, allowing the caller to resume insulin delivery.